Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented remotely. Review of the transmission revealed the right atrial (ra) lead exhibited no capture, drastic drop in pacing impedance, and sensing of ventricular activity. It was suspected that the lead had dislodged. The physician opted to explant and replace the lead on (B)(6) 2021. During explant procedure, the ra lead was visualized and confirmed to be dislodged from the atrial tissue and was found in the right ventricle. The patient was discharged.